Manufacturer narrative:
Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in a severely calcified coronary artery. A 3.00x32mm (B)(6)¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient' status was stable.

Manufacturer narrative:
Device evaluated by MFR.: an f/g,promus element,mr,ous 3.00x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 4th most proximal stent strut row; struts were lifted and pulled distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in a severely calcified coronary artery. A 3.00x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient' status was stable.